Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both leads were explanted and replaced with a paddle lead. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06062. It was reported that the patient¿s system was autoreducing. It was noted that the patient experiences frequent falls. Lead diagnostics had high impedances except contacts 1, 2, and 11. Reprogramming was attempted by an abbott representative to no avail and effective therapy was not restored. Surgical intervention may be undertaken to address this issue.